Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, there was suspected perforation from the left ventricular (lv) lead. When placing the lead, there was a position where a value was not good, and where the lead was slightly retracted, it was repositioned. It seemed like it had advanced quite quickly after multiple rotations and the threshold was also unstable. A contrast image confirmed that the lead had likely perforated the left ventricle. A pericardial effusion was initially confirmed with a simple echocardiogram, but there were no problems with the final echocardiogram. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.